Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the device does not pass the self-test. The following functional tests were performed: self-check operational test completed and failed. Results of functional testing indicate that due to the self-check failure, the therapy board and capacitor need replaced. Once replaced, the system is fully functional and remains at the customer site. The parts associated with this complaint are not classified as critical, and therefore are not on zrfa list to return for failure investigation. Because failure investigation is not required, the part(s) are designated as zsid and may be scrapped per the part scrap process. Based on the information available and the testing conducted, the cause of the reported problem was the therapy board and capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.